Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer determined that a suction hose was ripped at the nozzle attachment. The hose was replaced. One suction nozzle was not springing back correctly and it was cleaned. A detergent valve was leaky, so it was replaced. Test runs were conducted and the device was confirmed to be functioning properly. No further issues were reported by the customer. The investigation determined the service actions resolved the issue. The issue is consistent with a dirty suction nozzle, leading to poor evacuation of detergent.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the sodium electrode on a cobas 6000 c501 module. Examples were provided for two patient samples with discrepant sodium results. No questionable results were reported outside of the laboratory. The first sample initially resulted in a sodium value of 166 mmol/l and it repeated as 135 mmol/l. The second sample initially resulted in a sodium value of 163 mmol/l and it repeated as 139 mmol/l. The customer deemed the repeat values to be correct.